Event description:
Patient was revised to address possible infection.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Product information required in retrieving the device history records for reviewing and searching the complaint database by lot code was not provided. The investigation could not draw any conclusions about the reported patient knee infection based on the provided information. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Patient medical records and x-rays were provided for review. Review of the supplied medical records and x-rays confirmed infection of the knee. With the information provided, it is unlikely the complaint of infection is product related and more likely related to the fact the patient underwent two major knee surgeries in an 8 month timeframe and the second surgery required the surgeon to extend the previous incisions. The provided cd of radiographs were dated 2002, which pre-date the surgery and are therefore of no value to the investigation. It was also documented the patient had poor vascularity which can negatively affect wound healing. Based on the inability to determine a root cause or identify product error as a contributing factor, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional information: there is no new information that would change the outcome of the investigation. The complaint is considered closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.